Event description:
A customer reported experiencing a cartridge alarm while using their pump. There was no adverse impact to the customer's blood glucose level as it did not exceed the threshold. Tandem technical support confirmed the issue with consecutive cartridges and arranged to send a replacement pump with updated software. The customer was advised to return the problematic pump within 10 days to avoid charges and to program their settings into the new pump. Instructions were also provided for putting the pump into storage mode and connecting their continuous glucose monitor to the replacement pump. The customer understood and acknowledged all instructions and agreed to the arrangements made by technical support.